Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes') and device expulsion ('expulsion of essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, vaginal discharge and back pain. Concurrent conditions included vaginal infection, vaginal odor, headache, pain lower ribs, multigravida and parity 3. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6), nsaids since(B)(6) and paracetamol (acetaminophen) since (B)(6), . On (B)(6), 2008, the patient had essure inserted. In (B)(6), , the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis atopic ("type of autoimmune diagnosed - atopic dermatitis"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems - vaginal infect."), vaginal discharge ("bladder/urinary problems - vaginal discharge"), migraine ("migraine") and headache ("headaches") and was found to have a pregnancy with contraceptive device ("pregnancy birth - no complication"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, dermatitis atopic, psychological trauma, vaginal infection, vaginal discharge, migraine, headache, vaginal haemorrhage, depression, anxiety and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis atopic, device dislocation, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain-pelvic, abdominal pain, back, bleeding- menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, atopic dermatitis, migration, vaginal infection., vaginal discharge, migraine, headaches current weight 250 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6), 2010: unilateral occlusion; on (B)(6), : one side failed because a coil fell out, expulsion of essure device. Imaging procedure - on (B)(6), : results- left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6), 2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression & mental anguish, nausea, expulsion of essure. Onset date of event menorrhagia were added. Reporter information, aka name, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration; yes') and device expulsion ('expulsion of essure/coil fell out/no essure device is seen in the left fallopian tube'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. The patient's medical history included: obesity, vaginal discharge and back pain. Concurrent conditions included: vaginal infection, vaginal odor, headache, pain lower ribs, multigravida and parity 3. Concomitant products included: medroxyprogesterone acetate (depo-provera) from 18-jul-2008 to 24-oct-2008, nsaids since 18-jul-2008 and paracetamol (acetaminophen) since 18-jul-2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced, pelvic pain ("pelvic pain"), menorrhagia (menorrhagia ("heavy menstrual bleeding") / abnormal bleeding ("menorrhagia")), vaginal haemorrhage (abnormal bleeding ("vaginal")), depression ("psychological or psychiatric problems, condition; depression"), anxiety ("psychological or psychiatric problems, condition; mental anguish") and nausea ("nausea"). On an unknown date, the patient experienced, device dislocation (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis atopic ("type of autoimmune diagnosed; atopic dermatitis"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems; vaginal infect."), vaginal discharge ("bladder/urinary problems; vaginal discharge"), migraine ("migraine") and headache ("headaches"). And was found to have a pregnancy with contraceptive device. ("Pregnancy birth; no complication"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, dermatitis atopic, psychological trauma, vaginal infection, vaginal discharge, migraine, headache, vaginal haemorrhage, depression, anxiety and nausea outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported, as a live birth. It was unknown, whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dermatitis atopic, device dislocation, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain-pelvic, abdominal pain, back, bleeding- menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, atopic dermatitis, migration, vaginal infection, vaginal discharge, migraine, headaches. Current weight: 250 lbs. Essure insertion details: essure coils placed in both ostia without difficulty. 4 trailing coil on right, 8 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was, 34.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2010, unilateral occlusion. On (B)(6) 2011, one side failed, because a coil fell out. Expulsion of essure device. Imaging procedure: on (B)(6) 2010, results; left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed, in patients medical record: abdominal pain, anxiety, back pain, device dislocation, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes'), pregnancy with contraceptive device ('pregnancy birth - no complication') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis atopic ("type of autoimmune diagnosed - atopic dermatitis"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems - vaginal infect."), vaginal discharge ("bladder/urinary problems - vaginal discharge"), migraine ("migraine") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, dermatitis atopic, psychological trauma, vaginal infection, vaginal discharge, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dermatitis atopic, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain-pelvic, abdominal pain, back, bleeding- menorrhagia (heavy menstrual bleeding), gen. Abnormal. Bleed, atopic dermatitis, migration, vaginal infection., vaginal discharge, migraine, headaches diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: results- left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lawyer was added. Previously added injury nos was replaced with pelvic pain & new events- abdominal pain, back pain, menorrhagia, gen. Abnormal bleed, atopic dermatitis, psych injury, pregnancy, device ineffective, migration, vaginal infect., vaginal discharge, migraine, headaches were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.